Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check. Upon interrogation, the left ventricular lead exhibited loss of capture and had dislodged. The lead was explanted and replaced successfully. The physician noted an insulation anomaly when the lead was flushed with fluid. The patient experienced no adverse consequences.

Manufacturer narrative:
Final analysis found insulation abrasion at 52.0cm from the connector pin. All other damages were consistent with the time of implant and explant.